Event description:
It was reported to philips that the device lost power and failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary diagnostic procedure and the procedure was completed as planned. The field service engineer (fse) inspected the system onsite and confirmed that the system lost power and failed to bootup. The fse identified that the suite pc didn't turn on. Upon troubleshooting, the fse found that the power supply of the suite pc was out of order. The system inverter was short circuited. The customer heard a noise before the incident and later found that a fuse was blown on the system. The fuse was blown due to the ups. So, the fse replaced the board with the fuse, the suite pc and reloaded the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.